Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the touchscreen was inoperable due to water ingress in the screen. It was also determined that the device failure to complete its internal self-test was due to a defective pneumatic block. The top case and pneumatic block were replaced to address these issues. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported by resmed that while an astral device was being serviced, it had an inoperable touchscreen and failed to complete its internal self-test. The device was not in use when the fault occurred; therefore, there was no patient involvement.